Manufacturer narrative:
Investigation summary: one returned sample received was in used condition and in a plastic bag. The sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according to the inspection procedure md01-003. During visual inspection the cuff stuck to the tube was observed. The pilot balloon issue was not confirmed.

Event description:
It was reported that the pilot balloon deflated while during patient reanimation. There was patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.